Manufacturer narrative:
(B)(4). Pump failed to boot up once installing aa lithium battery, blank display noted. Unable to perform displacement test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, the j7 connector, and the force sensor. The j7 connector broke off pcba 1 during visual inspection. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked case, cracked case (battery tube), label damage, pillowing keypad overlay, and stained keypad overlay. Cosmetic damage was confirmed found in the battery compartment. Blank display was confirmed due to moisture damage on pcba 1, the j7 connector. Moisture damage was confirmed found on the j7 connector on pcba 1, force sensor, and battery tube. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the insulin pump.  Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the insulin pump was returned for analysis.